Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken. The leak test is not performed because the opening is extended. A microscopic analysis was performed which identify broken striated in the posterior. Based on the device analysis the final assessment is: a striated broken in the posterior side assessed as surgical damage. Broken. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later, healthcare professional reported that during the sterilization process the right side implant completely "ruptured". The device has been explanted.